Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339). Additional information: imdrf annex a, g codes & manufacturer narrative. The reported issue that there was an unspecified discrepancy on versed infusion was confirmed by tech support. No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that on the night of (B)(6)2021, there was an unspecified discrepancy on versed infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that on the night of (B)(6) 2021, there was an unspecified discrepancy on versed infusion. There was patient involvement but no patient harm.